Event description:
Biomed contacted technical support at carefusion for assistance with downloading the event logs. Vague report received "the programmed rate jumped from 18 ml/hr to 75 ml/hr". Additional info provided by nurse manager reported: a male pt was transferred to the ICU from cardiac cath lab with normal saline infusing at 75 ml/hr through channel a (left side of pc unit) and integrilin infusing at 75 ml/hr on channel b (right side of pc unit). Reported integrilin infusion was programmed as a primary at 18 ml/hr in the cath lab. The flow rate discrepancy (18 ml/hr vs 75 ml/hr) was identified when the pt arrived in the ICU. The integrilin infusion was stopped, additional blood tests were done and the pt experienced bleeding gums. Reported medical treatment was provided for the pt's bleeding gums. Reported pt is stable and no adverse sequelae reported. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The device has been received but has not been evaluated yet. A follow up report will be submitted with failure investigation results once the evaluation has been completed.